Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech could not identify any issues with the operation of the touchscreen during a diagnostic check. The touchscreen passed all diagnostic testing and a calibration test. It was confirmed that the touchscreen touch points were aligned on the pil test ventilator. The pil tech verified that the touchscreen flex circuit successfully passed all resistance verification tests. The device passed test 3 of the performance verification test (pvt). The pil tech's investigation concluded that there was no problem found and the reported issue could not be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was frozen and not responding to touch. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer was able to resolve the issue by restarting the device, powering it off and then back on. However, they requested that the device be collected to have the touchscreen replaced as a precaution. When collecting the device from the customer site to bring to a repair center, the issue was unable to be duplicated and operated as intended. At the repair center, an authorized service provider (asp) evaluated the device and was unable to duplicate the touchscreen issue. As a preventative measure, the asp replaced the touchscreen. Following the part replacement, the asp completed cleaning, a running test, and a functional test to confirm issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).